Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level when they woke up the morning of the call (260 mg/dl). A bolus via the pump was delivered to address bg level. Customer reported this is a normal value for their bg levels to be at in the mornings.